Manufacturer narrative:
One (1) used empty 250ml container, 5% dextrose injection usp by baxter + oxaliplatin drug, one (1) used list # unknown, bag spike adapter additive port chemolock; lot # unknown, one (1) used admin set, 2 y-sites, white roller clamp, white pinch clamp, blue slide clamp; manufacturer - unknown, and one (1) used unit list # ch2000sc-10, spiros®, closed male connector w/red cap, 10 units; lot # 4756789 were received for evaluation. Leakage between the poppet and o-ring seal was confirmed with the device at the distal end of the smartsite infusion set. The probable cause of the leaking spiros is due to a molding anomaly on the sealing surface of the poppet sub-component. The device history review for lot number 4756789 was reviewed and there were no relevant non-conformances found.

Manufacturer narrative:
The device was received for evaluation. The investigation is pending.

Event description:
The event involved a spiros closed male luer w/red cap that leaked an unspecified chemotherapy during an intravenous push. The chemotherapy completely covered the patient. There is patient involvement with an unspecified adverse event, but no delay in therapy. No further information was provided. This report captures the first of two events.